Manufacturer narrative:
(B)(4) . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor failed to run at the stated rate over 24 or 12 hour periods. This occurred during infusion of tazocin. There was no patient injury or medical intervention associated with this event. No additional information is available.